Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, an annuloflex mitral annuloplasty ring af-830 was implanted on (B)(6) 2016. The device was replaced with carbomedics standard mechanical heart valve m7-031 on (B)(6) 2021 (after > 5 years). The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.